Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the magnetic resonance imaging (MRI) scan was to evaluate l5/s1 discogenic pain. The cause of the "electrical shocks" was not found. The rate of delivery was turned down and the sensation ceased. The cause of the pump "malfunction" and electrical shocks was unable to be determined. The patient requested a removal. It was reported the "malfunction" and electric shocks had been resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and a consumer via a device manufacturer representative indicated that on 2017-aug-15 the emergency department(ed) doctor paged the representative because the patient requested that the pump be turned off. It was reported that no order was made by the patient's hcp so the request was declined. On 2018-jan-30 a request from the patient's daughter was made to shut the pump off because the patients previously reported symptoms. It was reported that a pump explant surgery was planned for (B)(6)2018 and the pump would be returned for analysis by the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(4) 2017 it was reported that the patient had a sudden acute onset of pain at the pump pocket site; no withdrawal symptoms just waves of pain at the pump pocket site. The doctor was giving the patient additional pain meds to help control the pain. A CT scan did not show any issues and there were no signs of infection and no skin changes. The pump was not refilled today. The doctor did not feel the pump needed to be interrogated or stopped at this time. No further patient complications have been reported as a result of this event. On 2017-aug-29 crts 3602008 (hcp, con): additional information was received on 2017-aug-29 from a healthcare provider (hcp) and the patient. It was reported that the patient would be undergoing an MRI. It was unknown if the MRI was related to a problem with the patient's device or therapy. The order for the MRI had not been received, but the patient believed that it would be of the lumbar spine. The patient also reported that two weeks prior to the date of the report, the pump malfunctioned and "electrocuted" them. The patient stated that the pump was programmed to the lowest rate and the pump might be explanted. The healthcare provider had no further information to provide. No further complications were reported. 2017-08-29 lfc, (hcp): additional information was received from a healthcare provider (hcp). It was reported that the cause of the pain at the pump site was undetermined at the time. It was also reported that they put topical lidocaine on the site of the pain, used injectable lidocaine, and used intravenous narcotics to treat the pain. It was reported the weight of the patient was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
The pump and was returned for analysis. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.